Event description:
It was reported that the physician called to see if it was okay to proceed with a magnetic resonance imaging (MRI) as the right atrial (ra) lead exhibited high out of range impedance. Technical services (ts) advised that if the physician would choose to proceed with the MRI, it would be off label use. The lead remains in use. No adverse patient effects were reported.